Manufacturer narrative:
Analysis and results: there is a previous complaint of this code-batch regarding other issues (labeling). We received seven received at the same time from the same end customer and same issue. Analysis of the 7 cases with the 5 open units received. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 5 open samples. 2 open samples closed with film and 3 open samples with the needle detached from the thread and the thread is still wound on the pack. Needle attachment results conducted on the two open samples with needle attached are 0.17 kgf in average and 0.04 kgf in minimum and 1 of the samples received has needle attachment strength results that does not fulfill the requirements of the european pharmacopoeia (ep) for minimum: 0.23 kgf in average and 0.11 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Furthermore, needle attachment results conducted on samples before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detaches from the thread in the block during use. 7 different patients. No patient consequence. Only 1 incident date transmitted: (B)(6) 2021. Related incidents: 3003639970-2021-00292, 3003639970-2021-00293, 3003639970-2021-00294. 3003639970-2021-00295, 3003639970-2021-00296, 3003639970-2021-00297. No further information has been received. Patient information has been requested.